Manufacturer narrative:
Reported issue of bands failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an upper gastrointestinal endoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands were unable to be deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband superview super 7 device was returned for analysis with residue present indicating use. A visual examination of the ligator head found that all bands had been deployed and one broken blue band was returned. There were no issues with the irrigation tube or the ligator head teeth. It was noticed that the suture was intact and still attached to the trip wire loop. It was observed that the trip wire was not secured in the handle assembly slot and the slot did not present any evidence of previous securing of the tripwire. A functional evaluation of the handle was performed by turning the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely contributed to the complaint event. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an upper gastrointestinal endoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands were unable to be deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.